Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device will not be returned as it was discarded at hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The surgeon has indicated that the device was not explanted due to a device malfunction.

Event description:
A report was received from sales that a device was explanted at implant. Per the customer, the device was implanted for aortic valve replacement (avr) to correct aortic regurgitation (ar) on (B)(6) 2011. When the spontaneous circulation returned after the implant, a perforation was observed under the annulus of right and non coronary cusp and there was bleeding from the perforation out of the heart. Magna (B)(4) was explanted at implant for avr in order to treat the bleeding. Reparation of the aortic root was performed and sjm a-21mm was implanted as a replacement. The customer commented that this explant was not device related. They also commented that there were possibilities that the perforation was caused by a needle scratch or the tissue was pulled up too much. The patient was recovered as of (B)(6) 2011.